Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield composite series base unit (a3101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed worn starburst teeth on the transitional, missing end cap on the left bracket side, and the handle tested low when put under pressure. Additionally, the unit was received without the a3018 swivel adapter. Root cause - the complaint is confirmed via inspection of the unit. Probable root cause is routine wear and improper disassembly of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3004608878-2024-00163 3004608878-2024-00164. A facility reported that the mayfield base unit (a3101) malfunctioned during surgery causing the patient to slip. No information on patient injury or surgical delay has been provided.